Event description:
A dialysis facility technician reported that during a patient treatment on a system 1000 hemodialysis machine, an unspecified alarm occurred and air was observed in the bloodlines. It was suspected that the patient received air and therefore was removed from the machine and monitored. A nurse later reported that the patient did not receive any air and was fine. The patient treatment was then continued.